Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent communication failure when the dexcom g7 continuous glucose monitor (cgm) sensor would not reconnect to the ilet after the user left the pump far from the sensor; the issue involved the device¿s wireless communication component, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure involving the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.